Event description:
Approximately two weeks after implantation, a distal clavicle plate broke. The plate and all nine screws were explanted and replaced with another plate.

Manufacturer narrative:
The screw was examined under magnification. No damage noted. Additional mdrs associated with this event: MDR 3025141-2015-00043 follow up 1: plate; MDR 3025141-2015-00056 screw 1; MDR 3025141-2015-00057 screw 2; MDR 3025141-2015-00058 screw 3; MDR 3025141-2015-00060 screw 5; MDR 3025141-2015-00061 screw 6; MDR 3025141-2015-00062 screw 7; MDR 3025141-2015-00063 screw 8; MDR 3025141-2015-00064 screw 9.